Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pumps (lvp) displayed dim segments and needed to be replaced. There were no patient involvement..

Manufacturer narrative:
H6: additional h10: additional the reported issue of dim segments was confirmed on 8 out of 8 returned display boards. Visual inspection was performed on each board and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu and ran basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 8 out of 8 returned display board assemblies with dim segments. Review of the sn 13911376 service history record showed the device had a manufacture date of 08/09/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/22/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the device. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Only display boards were provided for the investigation.

Event description:
It was reported that the large volume pumps (lvp) displayed dim segments and needed to be replaced. There were no patient involvement..